Event description:
Pt had generator changed. Pt presented to emergency dept 2 weeks later with c/o dizziness and c/o device alarm sounding daily. Pt left against medical advice. A week later in arrhythmia clinic revealed svc coil likely fractured. Pacer was over sensing. Conginally acid placed 1981. Pt underwent removal of abdominal end of life generator followed implantable cardioverter defibrillator (ICD) implantation in left upper chest. Procedure note states "exploration of the pocket revealed bare wire from patch electrode under the can. Also medical adhesive had not been used to fill the set screws in the adaptors".